Manufacturer narrative:
The device was received fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the cannula dislodging. Though no problems were observed, the cause of the reported cannula dislodging event could not be confirmed. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during investigation that would cause fluid leaking during wear or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to greater than 250 mg/dl while wearing the pod. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge.